Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for cardiomyopathy. It was reported the patient developed thrombocytopenia during pump support. The patient was administered 20 units of irradiated concentrated platelets. No further information was provided.